Event description:
A (B)(6) male pt's spouse contacted zoll customer support to report that the pt was receiving a svc code 204 and there were damaged wires on the pt's belt. The pt was issued a replacement electrode belt. Following replacement of the electrode belt the pt's wife reported to zoll customer support that the pt's device was alarming to check the electrode belt and alarming that the belt was not making contact with the pt's skin. The pt was issued a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (service code 204, damaged cable or wires exposed) has been confirmed. Upon investigation the trunk cable was pulled from the strain relief, damaging connector j702 on the distributor not pca board. The damage interrupted monitor/belt communication and caused the svc code 204. The root cause for the strained cable could not be positively identified but was likely excessive force. Device eval of monitor sn (B)(4) has been completed. The reported problem (adjust/check belt messages, false indication that electrodes were not touching skin) was confirmed. Upon investigation u612, an inverting charge pump, lacked an output voltage. The cause of the false indication that the electrodes were not touching the pt's skin and alarms is the inability to read the ECG waveform. The cause of the inability to read the ECG waveform is a lack of output voltage from the defective u612. The root cause of the defective u612 component was unable to be positively identified. No adverse event resulted from the strained cable or defective u612. The pt received a replacement electrode belt and monitor. Device MFR date: belt sn (B)(4): 05/2013, monitor sn (B)(4): 04/01/2013.